Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 62-year-old male in acute myocardial infarction cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. During insertion of the impella 5.5 pump, bleeding was noted from the anastomosis of the graft. Upon recommendations from the surgical team, the physician revisited the site following implant to resolve the bleed. The patient was given a total of six units packed red blood cells and one unit of platelets to counteract the blood loss.

Event description:
It was noted that the patient expired in the operating room. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ corrected information for the initial MDR 1220648-2024-07257 was provided in sections b2, b5, d6, h1, h6, h10.

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The impella device was not returned for evaluation. However, clinical information states the bleed was caused from the anastomosis of the graft and was resolved after re-visiting the graft. This is because of the improper closing around the graft. Hence, the root cause is determined to be use issue.